Manufacturer narrative:
(B) (4). (B) (4). The device is not available for evaluation. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all add'l relevant info.

Event description:
Device malfunction: balloon rupture. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during dilatation in a mildly calcified superficial femoral artery, the fox sv balloon ruptured at 10 atmospheres. The device was removed and another fox sv was used to successfully perform dilatation. There was no adverse pt effect. Though requested, add'l info was not provided.